Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 272 mg/dl. Additionally, the customer had moderate ketones which the hcp identified as life threatening. The suspected cause of the high bg was an alleged "issue with the cartridge." To resolve the problem, the customer administered a bolus, changed out all supplies, and did some exercise. Customer felt that there was an issue with the cartridge because changing the infusion set did not resolve the issue. After the cartridge was changed, using the same infusion set, reportedly high bg resolved.